Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time, however, the lot number was provided. Therefore, a batch review will be performed. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a reload the set 196 which occurred on the homechoice (hc) during prime. The technical service representative (tsr) had the home patient (hp) cycle the power and close all of the clamps. The hc went to "press go to start." The tsr had the hp press "go" and reload the cassette. The hc then started self testing. The hc tested ok. The tsr had the hp open the clamps and start prime. The hp stated there was water on the table and he thought that it was coming from the cassette. The tsr had the hp press stop, cycle the power, and close the clamps. The hp opened the door and stated that the cassette was leaking. The tsr instructed the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.